Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had connector defects. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, an e315 unsupported scope error occurred and there white foreign material was found in the air/water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reportable malfunctions noted in the event description were observed. Additional findings were as follows: the light cover glasses and the optical cover glass adhesive was worn, the distal end adhesive was lifting, the scope connector was leaking water, the up/down and right/left angle are not to specification and have play, and the electrical safety test was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.